Manufacturer narrative:
1. DHR/bhr review (lot#4016712): 1) the products of this batch were assembled at intima ii auto line 2 in mar 2024, and packaged at r240 package line in mar 2024. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. The customer returned 1 photo, but did not return defective sample. The photo show that the connection between the extension tubing and the pp connector is bubbling (leaking). 3. The retained sample of this batch is taken for 45psi leakage test, and no leakage is found at the connection between the extension tubing and the pp connector. 4. Factors such as metal wedge (raw material) deformation, assembly gripping jaw wear or poor alignment may cause damage to the extension tubing in this part, resulting in leakage. 5. No same complaints have been received from other hospitals regarding this batch of products. Conclusion(s): the returned photos show leakage at the connection between the extension tubing and the pp connector. The root cause of this defect cannot be determined as no abnormality is found on process and retained sample, no same complaints have been received from other hospitals about this batch of products, and no defective sample is received for further examination. The plant will continue to track and trend for this issue.

Event description:
No additional information is available.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm leaked on (B)(6) 2025, the patient was admitted to the pediatric ward of our hospital for ¿pneumonia.¿ at 10:00 on (B)(6), the nurse gave the patient a closed IV needle for infusion in accordance with the doctor's orders, and the patient's family found that there was a leakage of fluids during the infusion process and called the nurse, who found that there was fluid leaking out of the hose of the closed IV needle and the infusion tee connector, and pulled out the needle. The nurse reopens a brand-new packet of the same gauge and lot number of closed-circuit intravenous (IV) needle for infusion, and no abnormality is found after the infusion. The nurse contacted the purchasing center to inform them of the adverse event, and the purchasing center contacted the supplier (B)(4) to inform them of the adverse event and to follow up. This was an isolated incident and did not cause harm to the patient.